Event description:
Pt seen in emergency for a retained foreign body in the lower back. In early 2001, pt had two anesthetics during labor using pencan spinal tray p27bk. Appears that one of the two introducer needles used in one of the two procedures separated from the introducer hub and was retained by the pt in the subcutaneous tissue/thoracolumbar fascia. The retained shaft was easily removed under local anesthesia with light sedation. The shaft appeared to be straight without evidence of bending or shearing.